Event description:
It was reported that the handpiece drill continued to run on its own while the equipment was being tested. This did not occur during a surgical procedure. There was no pt involvement. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece will not be returned to the manufacturer for investigation based on this event. The reported condition of the device causing a run-on condition during usage cannot be confirmed without the product being available for evaluation. A f/u report will be submitted after a quality investigation is completed if the product becomes available.